Event description:
It was reported that a uromatic ultra set had a leak from the bubble trap during use under pressure. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The affected device was not received for evaluation. However, a companion sample was returned instead. Visual inspection and functional testing were performed on the device. The device was put through a gravity testing using a methylene blue solution and the results verified that the device functioned correctly. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.